Manufacturer narrative:
(B)(4). Initial reporter address: (B)(6). Evaluation summary: during evaluation of a returned unused sample (received along with the actual sample of (B)(4)), leakage from between the filter and cap was identified through functional testing; the device was connected to a viaflo bag and primed, and the leakage occurred. Visual inspection found that the filter was imperfectly welded to the cap. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the leak was determined to be the imperfect weld, which occurred due to a machine or equipment error during the manufacturing process. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned, unused dehp-free solution administration set, leakage from between the filter and the cap was identified. There was no patient involvement as this was found during evaluation. No additional information is available.